Manufacturer narrative:
A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the bit of the stardrive screwdriver shaft was noticed damaged and a little twisted during an inventory count. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part # 313.843, synthes lot # 6883313, supplier lot # na, release to warehouse date: 04 may 2012 , manufactured by synthes monument, no ncr's were generated during production. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary complaint summary: it was reported that on an unknown date, the bit of the stardrive screwdriver shaft was noticed damaged and a little twisted during an inventory count. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: stardrive screwdriver shaft sd6/self-retaining/2.0mm was received at cq. Upon visual inspection, it was found that the tip of the screwdriver was twisted. Thus, the complaint is confirmed. The remaining portions of the device looks good without any damage. Dimensional inspection: dimensional inspection cannot be performed due to post manufacturing damage. Document/ specification review: no design issues or discrepancies were found during this investigation. Mre review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: visual inspection, and document/ specification review was performed. It was found that the tip of the screwdriver was twisted. Thus, the complaint is confirmed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.